Event description:
It was reported that one day post implant the lead exhibited loss of sensing due to dislodgement. Repositioning was unsuccessful. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.